Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a bicuspid valve. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed four times by using a 22mm, non-abbott balloon. During the procedure, upon deploying the valve, a part (ring) of the non-abbott expandable introducer sheath (is) had dropped in the left ventricle and later moved into the descending aorta then got stuck in the lumbar artery ostium. An incomplete stent opening (iso) was observed and required to be recaptured three times and eventually able to be implanted at a depth of 4-5mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). Post-implant, the valve migrated towards the aorta and an incomplete stent opening remained unchanged. No paravalvular leak (pvl) was observed; mean gradient was 30mmhg. A second 23mm, non-abbott valve was implanted inside the index valve. Mean gradient was reduced to 14mmhg; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. No additional intervention was performed to remove the ring from the patient's anatomy as the vascular team decided to monitor and follow-up. Computed tomography (CT) showed that the non-abbott ring/chip had moved to the iliac artery. Another CT was scheduled on (B)(6) 2026 to monitor the incident. The user believed the valve expanded non-uniformly due to the excessive calcium and bicuspid anatomy. The implanter believes the cause of migration to be due to the extremely constrained valve in severely calcified bicuspid anatomy. The patient was in a recovering condition and had an extended hospitalization. On follow-up, CT showed the chip still appeared to be stuck in lumbar artery ostium. Blood flow was unaffected and the patient was discharged with scheduled follow-up CT in 6-12 months.